Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint regarding the efficia dfm100 defibrillator, stating that the indicator light on the outer chest electrode plate is red. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The rse evaluated the device remotely and determined that the customer had placed the outer chest electrode plate on the table for testing. However, tabletops are not electrically conductive, and therefore, the test was incorrect. After guiding the customer on the correct operation, the issue was resolved, and the device was returned to full functionality. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported problem was determined to be caused by a user error. The reported problem is confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was guided on the correct operation, and the device was restored to normal functionality without any faults. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.